Manufacturer narrative:
The hill-rom technician investigated and found the left intermediate side rail functioned as designed. No repair was needed. Larry did state the accounts maintenance stated there was no injury from the patient fall and there may have been a sheet caught in the side rail latch at the time of the incident. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. No repair needed the left intermediate side rail was found to function as designed. Based on this information, no further action is required.

Event description:
The accounts maintenance reported a patient fell out of the bed while the nursing staff was turning the patient to the left side of the bed. The account stated the left intermediate side rail dropped down causing the patient to fall to the floor. The bed was located in ICU at the facility. There was no patient/user injury reported.